Event description:
During the eval of a spectrum pump, a system error 322 was experienced. It was reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was confirmed and reproduced. The system error 322's were found to be caused by intermittent voltage signal spikes which were found on the upper latch switch. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.